Manufacturer narrative:
The returned device was evaluated and evidence of an internal leak was found. The root cause was determined to be a damaged cannula. This manufacturing defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he activated the pod on (B)(6) at 10pm. At that time his blood glucose measured 200 mg/dl so he administered a one unit correction bolus. At 6:30 the next morning his bg was 408 mg/dl. He changed the pod at 10am and his bg returned to normal.